Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device printer was not printing. A technical support specialist(tss) checked relevant knowledge articles and found that the thermal printer was not set as the default and corrected it. They ran the windows printer troubleshooter, reinstalled the printer, and restarted the print spooler. After rebooting the station and logging back in, a test print was successful. The tss also updated usb power settings in device manager and confirmed the station uptime to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. E.1.initial reporter facility: (B)(6) .

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the device printer was not printing. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.